Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with the bag spike line cut off. There were numerous bends in the shaft. The pump, hypotube, shaft, and tip were microscopically and tactile inspected. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the male connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure. The catheter was primed and performed power pulse. Aspiration was initiated inside the body. However, a leak and hole was observed in the pump. An error message to check saline supply displayed. Aspiration stopped and they stopped using the catheter. The patient was put on a drip overnight. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure. The catheter was primed and performed power pulse. Aspiration was initiated inside the body. However, a leak and hole was observed in the pump. An error message to check saline supply displayed. Aspiration stopped and they stopped using the catheter. The patient was put on a drip overnight. There were no patient complications and the patient's condition was fine.